Manufacturer narrative:
From information provided, based on the product history records and after having performed an evaluation on the returned cage , it can be concluded that the cause of the event is a mishandling when impacting the anchoring plate. Indeed, the surgical technique has not been respected. The surgeon has neither inserted the inferior anchoring plate first, nor used fluoroscopy to check correct positioning of the half anchoring plate. Therefore, the first anchoring plate was not correctly inserted and a conflict occurred during the insertion of the awl for the second plate. The review of the device history records and the traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. The investigation found no evidence to indicate a device issue. The root cause : mishandling during anchoring plate insertion , which caused conflict with awl and caused it jammed.

Event description:
Roi-c : awl stuck in cage.

Manufacturer narrative:
Traceability reviewed and inspection record does not reveal any non compliance on this lot. No information about the return.

Event description:
Roi-c : awl stuck in cage. Starter awl was used because of patient hard bone. First anchoring plate was implanted successfully. While awling for the second anchor, the starter awl was found not to be in the right position and was somehow being blocked. Devices were removed and new ones were implanted successfully. No intraoperative films are available. Device were returned to manufacturer but not yet received.